Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdominal arotic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that in a previous follow-up the pt was noted to have had a type 2 and a distal type 1 endoleak originating from the left iliac limb. The pt had undergone embolization of the lumbar vessels via a left common femoral approach as well as coil embolization of the distal type 1 endoleak. Currently the pt presented with complaints of left abdominal pain and a CT scan demonstrated rupture of the abdominal aneurysm. The pt was taken to surgery and diagnosis demonstrated a type 1 proximal endoleak originating from the infrarenal position. Another manufacturer's cuff was deployed at the infrarenal position; however, there was a persistent type 1 endoleak present; therefore, a second cuff was deployed, but did not resolve the endoleak. A third cuff was deployed and subsequently ballooned with a 33 mm compliant balloon. Completion angiogram demonstration obliteration of the type 1 endoleak, but a very small type 2 endoleak was noted to be originating from one of the right lumbar vessels and was felt to be insignificant and was not to be addressed at this time. No additional sequelae were reported and the pt was sent to the intensive care unit intubated, but in stable condition.